Event description:
It was reported that a patient underwent an obturator sling procedure in 2008. Upon removing the device from the package, it appeared that the device tip was bent. During the procedure, the white plastic tube broke, down towards the handle. The surgeon opines that the patient's size contributed to the event as the patient was very heavy and at the upper limit of body weight to use the device. The surgeon opined that the device could have broken due to the torque needed to get the device into the patient. A second obturator sling was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Plastic tube damage/breakage occurred. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.